Event description:
M.d. To place risky ngt placement on pt with stab wound to neck. Silicone salem sump tube placed and would not flush. Tube assumed to be kinked. Upon removing tube, it was found that tube did not have any holes in the end of it. A new tube had to be obtained and risky procedure was repeated.